Event description:
The customer reported a blood glucose of 396 mg/dl. When the customer took off the pod, his cannula was bent and the adhesive around the cannula was wet. The pod was worn for less than a day.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.